Manufacturer narrative:
The service engineer inspected the device and found the ventilator was sensing patient on start up. The service engineer replaced the exhalation pressure transducer printed circuit board. The ventilator passed all tests and operated within the manufacturing specifications. Product analysis: an exhalation transducer printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; the diagnostic logs were reviewed and functionality testing was performed. When the test ventilator was put into ventilation mode a ventilator inoperable message was generated. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic pressure switch component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator alarmed with a patient disconnect when powered on. The ventilator was not in use on a patient at the time of the event.